Manufacturer narrative:
The device was received and evaluated. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. The pod was received with the formed needle visible in the exposed portion of the soft cannula. The formed needle fully retracted into the pod housing after opening the pod. Score marks were observed on the underside of the pod top housing, indicating that the linkage assembly was misaligned with the top housing. The misalignment prevented the formed needle from fully retracting. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient's blood glucose rose to 320 mg/dl. The pod was worn on the patient's arm for between 4 and 24 hours. As treatment, a new pod was applied.